Manufacturer narrative:
Trackwise ID: (B)(4)the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after inserting the vasoview hemopro 2, and moving through fasciotomy, they noticed the device "shutting off a few times". The polyfuse was in effect during the harvest but not at the time that they noticed the problem with the jaws. They tried to take longer breaks between burns. Moving to the branches, they noted that "it seemed to be taking a long time to [do] branch ligations so they cleaned the jaws and checked all connections". The connection to the power supply was loose and was tightened. Seemed to work better but then was taking longer for branch division and they experienced more shut-offs. The power was set at 3.5. They took the device out and cleaned it and "half of the covering slid off exposing the outside of the jaw". The jaws were closed during the insertion. No resistance was noted. The procedural delay was only due to the device shutting off during divisions. A new device was opened. No patient injury was reported.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/23/2023. An investigation was conducted on 03/29/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the intact cannula as well as on the intact c-ring. There were no visual defects observed on the intact c-ring or cannula. Charred material was observed on the base of the harvesting device jaws. A microscopic inspection was conducted. There were no visual defects observed on the heater wire. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failures "electrical /electronic property problem" as well as "peeled; delaminated; jaw" were not confirmed. The lot # 3000295628 history record review was completed. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.